Manufacturer narrative:
Investigation: customer returned (2) loose 1cc syringe. Customer states that the needle broke off and stayed in the vial. Both returned syringes were examined and both exhibited a detached cannula. Two loose cannula was also returned with the syringes. The samples were examined under the microscope and under uv light and exhibited adhesive runoff onto the hub. Little adhesive was observed inside the hub. Adhesive was also observed on the surface of the cannula shafts. As per manufacturing, there were zero (0) defects or notifications noted for any related defects during the production of these batches. Although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. Samples have been forwarded to manufacturing ((B)(6)) on 01sep2017 for further investigation. Upon completion of the secondary investigation, a second supplemental report will be filed.

Manufacturer narrative:
Investigation: customer returned (2) loose 1cc syringe. Customer states that the needle broke off and stayed in the vial. Both returned syringes were examined and both exhibited a detached cannula. Two loose cannula was also returned with the syringes. The samples were examined under the microscope and under uv light and exhibited adhesive runoff onto the hub. Little adhesive was observed inside the hub. Adhesive was also observed on the surface of the cannula shafts. As per manufacturing, there were zero (0) defects or notifications noted for any related defects during the production of these batches. Bd was able to duplicate or confirm the customer¿s indicated failure. On 12sep2017, (B)(4) received (2) loose 1cc syringes from reported batch# 6354823. All samples were decontaminated per (B)(4) prior to evaluation. Upon evaluation by (B)(4), it was noted that both samples received were accompanied by loose cannula, reported to have remained in the stopper of the vial during aspiration. Both cannula were inspected under 4x magnification and were noted to have adhesive residue along the outside service of the cannula. Additionally, each of the barrel tips were also visualized under 4x magnification and noted that there appeared to be adhesive misplacement on the barrel tip. During normal cannulation of the integrated barrel, the cannula is placed into the barrel tip and then adhesive is applied to the tip. This is then cured to set the adhesive and affix the cannula to the syringe barrel. In these instances, it appears that there was a misalignment during the adhesive application, as adhesive is noted to be down the side of the barrel tip primarily. A small portion appears to have made it down into the tip prior to curing, however, it was insufficient to permanently affix the cannula within the syringe barrel. Probable root cause suggests a misalignment during the adhesive application post cannulation. Although the customer¿s reported defect was confirmed, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device does not have an expiration date. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when the consumer tried to complete an injection the insulin ran down her site. She noticed when injecting with the bd ultra-fine¿ insulin syringe, the needle had broken off and stayed in the vial. There was no report of medical intervention.